Event description:
It was reported by the user site that during a 3dimensions procedure on (B)(6) 2026, the gantry shut off three times, multiple vertical travel assessment (vta) errors occurred with noticed uncommanded motion during the errors, and a jerky tomosynthesis (tomo) sweep with rattling noises during the tomo sweep was observed. No user or patient injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device and observed jerky tomo sweep and vta errors, as well as the squeaky sounds observed. The fse replaced the tomosynthesis potentiometer, calibrated and tested the system, and verified that the system was no longer squeaking when moved up and down or rotated. The fse verified that the repair corrected the reported problem and that the system is now operating according to manufacturer specifications. No further information is currently available.